Event description:
Bunnell life pulse high-frequency ventilator heated wire. Breathing circuit overheated, single pt use. Breathing circuit emitted smoke and sections of the circuit melted. No pt safety compromised, notified vendor and ecri. Removed all device out of service due to nature life support device, 3 incidents in 3 months.